Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
Elegance clinical study. It was reported that vessel dissection occurred. In (B)(6) 2022, the index procedure was performed. The target lesion 1 was located in the left mid superficial femoral artery (sfa) with proximal reference vessel diameter of 5.8mm and distal reference vessel diameter of 5.9mm with lesion length of 25 mm and 80% stenosis. Prior to target lesion treatment, pre-dilation was performed with 5.0 mm x 30 mm sterling balloon catheter. A grade b dissection was noted during angioplasty. In response to the event, balloon dilation was performed and treatment of target lesion was performed by placement of 6 mm x 40 mm eluvia drug eluting stent. Following post dilatation was performed with 6.0 mm x 30 mm sterling balloon. Post treatment, the final residual stenosis was noted to be 0% and the complication was resolved.